Manufacturer narrative:
(B)(4). Batch # m55t9t. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 1 driver up and the remaining drivers were down with staples present. In addition, cartridge b, sr75, fully fired, swing tab in unlocked position and the knife exposed, was received, it is possible that the swing tab and the knife were manipulated with before sending the cartridge over, resulting in the unlocked swing tab and the knife exposed. The returned cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the radical resection of bladder, could not pull the firing knob. Another like product was used to complete the procedure. There were no patient consequences reported.